Manufacturer narrative:
The tech found the casters were stuck in brake mode due to loose caster screws causing the caster wheels to be stuck in the locked position. He tightened the caster screws and applied locktite to repair the bed.

Event description:
Info received indicates the bed will not roll.